Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01026, software version #: 4.0.2 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. The rep was not able to reproduce the reported issue, but found that the 5volt power had drifted out of range. The rep cleaned the supply connections and adjusted it back to within specification. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was not letting the x-ray tech take the scout images. The site give it a minute or two and then they were able to shoot it. When they went into the 3d spin the site had to restart the system. This resulted in a surgical delay of less than an hour. There was no impact on patient outcome.